Manufacturer narrative:
The patient has received a replacement unit. A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, they could not charge their poc and it said low oxygen. The patient had trouble breathing and felt weak. Their o2 level dropped to 63% and they became distressed. The patient was taken to the emergency room and was admitted with inflamed lungs.